Event description:
The customer reported the ventilator was failing testing and alarmed due to an oxygen device failed occurrence. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use in normal ventilation mode operation. As the device was out of warranty, the customer contacted manufacturers product support (pse) and reported unit was failing the high pressure leak test and there was oxygen leaking out inlet. Pse advised the customer to evaluate the oxygen solenoid or data acquisition pcb board for replacement to address the reported problem. The hospital biomedical engineer reported the oxygen solenoid was replaced and the reported problem was resolved with no recurrence.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.